Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device and paddle set, the screen displayed a "poor pad contact" message. The complainant indicated that there was no patient involvement in the reported malfunction.